Event description:
A consumer reported that following intraocular lens (iol) implant surgery he sees spokes of light which can be debilitating when driving at night. The consumer wished to remain anonymous and did not provide any contact info; therefore, follow up was not able to be conducted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the consumer did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The consumer wished to remain anonymous and did not provided any contact info; therefore, follow up was not able to be conducted. (B)(4).